Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with receiving inappropriate therapy due to post-sensed t-wave oversensing. Technical support was contacted and provided reprogramming suggestions to resolve the event. The device was reprogrammed and the patient was stable.